Event description:
The customer reported that the left monitor was black. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A pin was secured. The system was tested and found to be working as intended and put back into service.